Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was confirmed that an area of the display was out of calibration. The connection between the display overlay and printed circuit board (pcb) was re-seated and the display calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was not calibrated to the stylus. It was noted that calibration was attempted, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.